Manufacturer narrative:
Device evaluation summary: visual inspection shows no outward signs of physical damage or abnormalities. Unit appears to have been primed. Pressure integrity testing shows no evidence of any leaks when run at 3 lpm with 23 psi, (1189 mmhg) of back pressure for 10 minutes. Testing was conducted, the results are as reported below: ¿ initial prime time (time of complete removal of air @ 4 lpm) = 17 seconds ¿ bubbles observed after 10 min w/150 mmhg back pressure @ 7 lpm = no reason for return was visually confirmed for a leak, however it was not replicated in the lab. Additional information: d4.2 expiration date and h2.4 manufacturing date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of a fusion oxygenator, it was reported that the capillary ruptured. A video was provided from the customer, showing a leak from one of the oxygenator ports. The customer stated that when they were venting the table tubes, the tubes were full of small air bubbles. The air bubbles were observed to be rising in the device until it was full of air. The bubble sensor came on in the device which is the alarm for large air bubbles. The purge line was open and went into the venous line. The priming used was 1000ml of jonosteril, 250ml of osmofundin/ mannitol (15%), 10,000i.u. Of heparin. Delta p was at 5 l/min. During priming, delta p was at 66 mmhg. The temperature was at 37°c. The device was replaced. There was no patient involvement, so no adverse effect occurred.